Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the inform ii system compared to lab results within 5 minutes: 8.5 mmol/l (inform ii meter) and 4.2 mmol/l (lab). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.